Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection has been performed on the reader and no issues were observed. Reader did not turn on with the button, strip, or usb cable insertion. The reader was connected to approved software. However, the reader was not able to be recognized. The reader was sent for further investigation and de-cased. No issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu, indicating poor soldering of the cpu which can cause the battery not to charge. The battery was observed to be charging only while pressure was applied to cpu. The reader was examined and determined that the central processing unit (cpu) was causing the libre reader to be unresponsive to a button press, strip insertion touchscreen activation, and/or activation of a new sensor. When the cpu was physically pressed against the reader¿s print circuit board (pcb) by placing a rubber pad between the cpu and a clamp on the test fixture (to apply pressure to the cpu), the reader powered up and passed all internal built-in self-tests, and the complaint behavior was not observed. When the pressure was removed from the cpu, the reader would revert to their reported complaint behavior. Because the reader worked as expected when pressure was applied to the cpu, it was determined that there was poor connection between cpu and pcb. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a high ketones. Customer was unable to self-treat and was treated with insulin injection by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced a high ketones. Customer was unable to self-treat and was treated with insulin injection by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.